Event description:
It was reported the device was attempted to be implanted. Once implanted there was noise on the atrial and ventricular leads. The device was immediately explanted and blood was noted in the device header block. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; grommet damage and blood ingress-body fluid in the connector observed.